Manufacturer narrative:
The meter did not confirm for incorrect date and time. However, there is a known malfunction with the precision link software that can lead to incorrect date and time issues when the data is uploaded to a computer. This occurs when results, obtained on a meter with incorrect date and time, are uploaded to precision link. Customers and retailers have been notified through the adc fa21dec2006 letter. Note: the device manufacturer date for the suspect device is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported having the incorrect date and time setting in their meter. It was then additionally identified by adc customer service that the date and time setting in their meter were not properly set, and they reported to be a user of the precision link data management system. There were no report of death, serious injury or mistreatement associated with this event.